Event description:
It was reported that a few days post implant the right ventricular (rv) lead exhibited intermittent loss of capture (loc) due to high threshold measurements. High, but within range pacing impedance measurements were also observed. A lead revision procedure was performed due to a lead dislodgment. During the procedure the rv lead was successfully repositioned and remains in service. No additional adverse patient effects were reported.